Event description:
It was reported that when an asymptomatic patient presented in the hospital for unrelated medical treatment, post-paced t wave oversensing was observed on real time egm. Programming changes were made. The patient condition was good following the event.